Event description:
Pt needed to return for revision surgery because anchor pulled out. Anchor placed laterally, with 2 strands of orthcord passed through the cuff in an underhand mattress configuration. Fully deployed, sutures locked in, and secure. Pt came back several months later complaining of pain. Pa looked at x-ray and saw anchor floating in subacromial space. Cut the sutures in the versalok, pulled out the anchor. Complaint device discarded at user facility. Dr. Is reporting 6 similar events in all.

Manufacturer narrative:
Unk